Event description:
Caller indicated the assure pro meter was reading inaccurately. Around 8:30 am, the pt showed signs of profound weakness. The pt was unable to sit up, her arms were completely limp. The nurse checked her blood on the assure pro meter and got 130. Pt was transported to the hospital where her blood glucose reading was reported to be 18.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.